Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita enhanced meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter had been reading inaccurately high for one week during (B)(6) 2015. On (B)(6) 2015 the patient claimed obtaining blood glucose readings of ¿4.6mmol/l¿ on the subject meter and ¿3.5mmol/l¿ on a visiting nurses meter (brand unknown). However, one week prior to this, on (B)(6) 2015, the patient reported experiencing the symptom of ¿sweating¿ and then allegedly fell in to a ¿coma¿. It is not known how long the patient was unconscious for, but they were taken to an urgent care clinic during the afternoon of (B)(6) 2015. Upon arrival at the clinic, a healthcare professional (hcp) measured the patient¿s blood glucose with an unknown clinic meter and obtained a blood glucose reading of ¿2.4mmol/l¿ which they compared to a reading taken on the subject meter of ¿3.5mmol/l¿. It is not known how much time passed between these two readings being obtained. As a result of the patient¿s condition they were administered with IV glucose by the hcp. It is not known how long the patient was hospitalized for. At the time of the call the patient stated that they regulate their diabetes with insulin (type and dosage unknown) and it is not known if they have made any changes to their diabetes management routine since the incident occurred. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.